Event description:
Doctor reported that a file separated in the canal during a procedure. The doctor stated, "the pt closed down on the handpiece and I saw the file bow and separate." Outcome of the event is not known as of this report.